Event description:
It was reported by the rep that the device was used during a laparoscopic nissen fundoplication. It was reported the trocar seals were torn. There was no consequence to the patient.